Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that: "the rod got stuck in the reamer (diameter 8) and broke off at the end. Change of rod and reamer size because the spare reamer of the same size was in autoclave. The device could be recovered."

Event description:
The customer reported that: "the rod got stuck in the reamer (diameter 8) and broke off at the end. Change of rod and reamer size because the spare reamer of the same size was in autoclave. The device could be recovered."

Manufacturer narrative:
The reported event could be confirmed, since the guide wire is broken as complained. The device inspection revealed the following: the visual inspection has shown that piece of about 27mm length is broken off. The fragment was not received for evaluation, but it is visible on the provided picture. In general is the guide wire is in a very used condition, there are stress marks, nicks and deformations all over the device visible. Especially in the area of the fracture are very strong stress marks visible. There is also a notch above the fracture face visible, this notch indicates that the reamer did cut into the wire, which indicates that the wire was deformed in this area during use. The fracture has the view of a ductile overload fracture, where first a permanent distortion with a subsequent fracture occurred. The visible colors indicate that there was very high temperature, caused by friction between the reamer and the rod, before the device broke. The relevant dimension was verified during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a deformation of the guide wire, this deformation did lead to high friction between the reamer and the wire, this friction did damage the surface of the devices which finally caused the jamming of the reamer and the subsequent breakage of the guide wire. If more information is provided, the case will be reassessed.